Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to be interrogated. There was no telemetry or magnet response. The patient is scheduled for device replacement. The device remains in use. No patient complications have been reported as a result of this event.